Event description:
Facility tried several pairs of these crutches and either broke the screws or the wood legs trying to assembly them. The top part of the crutch appears to be too narrow, when the hand piece is inserted, one has to force the legs together at the bottom. The pressure applied to bring the bottom together breaks the crutch. Facility feels this is a potential safety hazard to the pt as the crutch is under a lot of pressure if one could assemble them.